Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer reported a blood glucose (bg) level of 310 mg/dl. Reportedly, the customer consumed carbohydrates at the time of the wake button event. The customer continued to use the pump for insulin therapy and the customer confirmed having manual injections as alternate insulin therapy.